Event description:
It was reported that during an open sleeve gastrectomy, the surgeon fired two black cartridges and the rest of the firings were green. Peristrips were used but it is unknown if they were used on all the firings. The staple line on the patient side was reinforced with suture as a precaution related to the staple line on the specimen side which had opened up. A leak test was done and there was no leak and the patient side was fine. Per the surgeon, ¿unclear as to whether this happened due to excessive traction on the staple line on the specimen side.¿ the patient was later found to have a leak requiring a prolonged hospital stay and drainage. The patient will require revision surgery in the future. The patient is female. Bmi is unknown. No device or reload returning.

Manufacturer narrative:
(B)(4). Additional information: additional information received. Where was the site of the leak? Mid portion of the stomach. How was the leak diagnosed? Upper gi and CT. Was there a patient factor that dictated performing an open sleeve vs robotic/lap sleeve procedure? Patient had a large incisional hernia which was simultaneously fixed with biologic mesh. Was the device fired with the anvil up or down? Peri-strips used on one or both sides? Anvil down and the knife was visible. When was the leak identified? Post-op day #10. How long was hospital stay? 18 days, required a readmission 2 weeks later for revision of her drain, another 9 days. What was the patient bmi? (B)(6). Were either device and/or reloads saved for analysis? No.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was obtained: per the sales rep: green is the cartridge in question. I was in the case. The surgeon had hit the spleen and the spleen had to be removed. After the spleen was hit, I left the room because the stapling was pretty much done. When the reinforcement was done to the patient side, I do not know if this was done before or after the spleen had been hit. The following information was requested and obtained: where was the site of the leak? No indication as of yet. ¿ does this surgeon routinely do open sleeve procedures or was there a patient factor? No patients bmi? No indication yet. ¿ how was the leak diagnosed? Post operatively (leak test was fine). ¿ was the device fired with the anvil up or down? Peri-strips used on one or both sides? Anvil up, strips- both sides. ¿ was any issue with staple formation noted during initial procedure? No.